Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due broken haptic noted upon insertion. The incision was enlarged to remove the lens. No information was provided regarding the lens injector used during the event. Additional information has been requested but not yet been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.